Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Please confirm if only one pds suture device was used to close fascia as interrupted suturing? Product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture initially tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? What tissue dehisced? Was there any precipitating stress factor for the untying sutures post-op and wound dehiscence? Date of re-operation? How was the issue fixed during the re-operation? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (untying knots and wound dehiscence)? What is the patient¿s current status? Will the product be returned? If so, please provide a return date, tracking information?

Event description:
It was reported that the patient underwent an esophagectomy on (B)(6) 2021 and the suture was used on the fascia as interrupted suturing. After the procedure, wound dehiscence occurred, and re-operation was performed. Emergency surgery confirmed that the suture had been untied. Another type of suture used for re-operation. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/14/2021. Additional h6 component code: g07002 ¿ device not returned. Additional information was requested, and the following was obtained: please confirm if only one pds suture device was used to close fascia as interrupted suturing? No. 2 or more suture were used. What tissue dehisced? Fascia. Date of re-operation? (B)(6). What is physician¿s opinion as to the etiology of or contributing factors to these events (untying knots and wound dehiscence)? Now the doctor think of the factor as the problem derived from surgical skill of young physician. Will the product be returned? If so, please provide a return date, tracking information? No. The product has been already thrown away. No further information will be provided. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture initially tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Was there any precipitating stress factor for the untying sutures post-op and wound dehiscence? How was the issue fixed during the re-operation? Other relevant patient comorbidities/concomitant medications? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate 1st suture event was submitted via 2210968-2021-08240 and 2nd suture event was submitted via 2210968-2021-09703.